Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr became stuck in lesion and the patient experienced spasms, chest pain and distress. During an atherectomy treatment procedure, the physician used a 1.50 mm rotalink¿ burr to treat the calcified lesion. However, the burr could not cross and got stuck in the lesion. The physician tried to remove the device immediately. Subsequently, the patient presented spasms, chest pain and distress which were treated with nitroglycerin. Another 1.50 mm rotalink¿ burr was advanced but still could not cross the calcified lesion. The procedure was completed with a smaller size burr. No further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Returned product consisted of a rotalink burr catheter. The handshake connection, burr, sheath, and coil were microscopically and visually examined. The annulus was damaged, not rounded and flattened on one side. There were numerous kinks throughout the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the procedure was completed with a 1.25mm rotalink¿ burr and patient's condition was stable.